Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Case went perfect (reaming and impaction were spot on) but when we went to review leg length using the reduction results we got this:(image attached). Final results indicated that the leg length was off. After confirming checkpoints hadn't moved the doctor removed the array and used an x-ray to confirm leg length (it was good). Doctor showed concern for almost a 4cm leg length discrepancy. The 3- 5 minute delay.

Manufacturer narrative:
Reported event: an event regarding the selection of an incorrect landmark involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 524 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding the selection of an incorrect landmark. There were no other reported events. Conclusion: no investigation was conducted since no information was provided. It was reported that the surgeon selected the incorrect landmark when evaluating reduction results causing the 4cm discrepancy in leg length. No system defect or malfunction is suspected. The device was not returned for evaluation.

Event description:
Case went perfect (reaming and impaction were spot on) but when we went to review leg length using the reduction results we got this. Final results indicated that the leg length was off. After confirming checkpoints hadn't moved the doctor removed the array and used an x-ray to confirm leg length (it was good). Doctor showed concern for almost a 4cm leg length discrepancy. 3- 5 minute delay.